Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unk. As cardiac perforation is an inherent risk associated with any ablation procedure, the cause for the reported tamponade is unk. Date report submitted to FDA by manufacturer: 02/09/2011. Date the initial reporter provided the information to the manufacturer: (B)(6) 2011.

Event description:
It was reported while performing an atrial fibrillation ablation procedure using a cool path catheter with a ibi t15 generator, after ablating on the septal wall, the pt developed a cardiac tamponade. A pericardiocentesis was performed and the pt stabilized. The physician does not implicate the physical design of the catheter as the cause for the perforation.